Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 2227131. D4. Medical device expiration date: 31-12-2023. H4. Device manufacture date: 15-08-2022. D4. Medical device lot#: 2292077. D4. Medical device expiration date: 31-03-2024. H4. Device manufacture date: 19-10-2022. D4. Medical device lot#: 2321391. D4. Medical device expiration date: 30-04-2024. H4. Device manufacture date: 17-11-2022. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, there is discoloration of an unspecified number of tubes across three lot numbers: 2227131, 2292077, and 2321391. No patient impact reported. The following information was provided by the initial reporter: "distributor, on behalf of customer, reports discoloration in tubing for cat 367863. There are blotches inside the components."

Manufacturer narrative:
H.6. Investigation summary: bd received ten (10) samples (batch 2227131) and one (1) photo for investigation. The samples and photo were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Large droplets of additive were observed on the inside tube wall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-07-21.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, there is discoloration of an unspecified number of tubes across three lot numbers: 2227131, 2292077, and 2321391. No patient impact reported. The following information was provided by the initial reporter: "distributor, on behalf of customer, reports discoloration in tubing for cat 367863. There are blotches inside the components.."